Event description:
A report was received that the patient was having difficulty charging the ipg due to being too deep under the skin. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.